Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Additional information received: it was reported that the patient was experiencing headaches and it was found that the patient's peritoneal catheter had backed out into the subcutaneous tissues and there was a collection of fluid. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient underwent revision surgery of their strata nsc lp valve due to migration of the valve. According to the report, the valve was moved to the thoracic cavity.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.